Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 2 pyxis module controller (pmc) lights had not turned on and were not detected. A field service engineer (fse) replaced the pmc board, but the station failed to power on due to a crowbar caused by drawer 2.1. Fse then replaced the drawer controller board for drawer 2.1 and confirmed that all cubies and drawers were detected, and drawer 2 was assigned in storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.